Event description:
On insertion of distal screw, audible snap heard when screw was approx 1 cm in pt. Distal 7-10 mm of driver tip splintered in pt. Pt outcome: some metal debris left in pt. No other adverse effect reported.

Manufacturer narrative:
Device was discarded.